Event description:
This is an international report where after use for 6 days, the liquid could not be stopped from the set even if closing the clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set with cap on dark blue connector and no cap on patient connector in reference to leak was received. Set was visually inspected and noted that both of the occluder feet was broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorquing. The complaint was confirmed in the lab for leak. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). A follow up MDR will be sent if any further information becomes available.